Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Part 357.372, lot 7394650: release to warehouse date: may 31, 2013. Manufacturing by synthes (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported the knob was stuck. The repair technician reported the pin on the alignment indicator was broken. Damaged component is the reason for repair. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: visual inspection and functional test performed at customer quality (cq) confirmed the condition of stuck knob (alignment indicator), which agrees with the reported complaint condition. Additionally, it was identified that the ø2mm dowel pin on the alignment indicator has sheared off flush with the alignment indicator body and was not returned. There exists post manufacturing damage in the form of witness marks from errand hammer blows around the entire alignment indicator. The thumb screw is damaged and will not rotate freely and the pin is broken off at its base and was not returned. The handle of the device has scratches and nicks and witness marks resembling serrated teeth pliers. The returned device was manufactured in may 2013 and is over five (5) years old. Review of the device history record (DHR) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. The relevant drawings were reviewed during this investigation. Per the technique guide, the helical blade inserter is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. A coupling screw is passed through the inserter and threaded into the helical blade forming an assembly. The inserter is then passed through a blade guide sleeve and advanced using ¿light hammer blows¿ to the back of the coupling screw. No product design issues or discrepancies were observed. A dimensional inspection of features relevant to this complaint could not be obtained due to the significant post manufacturing damage (pin sheared off flush with the alignment indicator body and was not returned). Based on the significant post manufacturing damage on the returned device, it is most likely that rough handling and errand hammer blows have contributed to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported during an intertroch fracture procedure, the knob on the helical blade inserter was stuck. Reportedly there was no patient consequence. When the device was being investigated by the manufacturer, it was noted that he pin on the alignment indicator was broken. This is report 1 of 1 for (B)(4).